Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and undersensing were noted on stored electronic transmissions on the right atrial (ra) lead. Mode switching was also noted as programmed. The lead remains in use. No patient complications have been reported as a result of this event.